Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events, as well as patient outcome, could not be conclusively established through this evaluation. No autopsy was performed, and the device was not returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding, other neurologic event (not stroke-related), and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced an intracerebral brain hemorrhage as a result of a fall on (B)(6) 2022. The patient was noted to be lethargic and weak prior to the fall, with possible seizure activity. The patient was unresponsive upon arrival to the emergency room on (B)(6) 2022 and underwent computed tomography (CT) scan and intubation. The patient's family made a decision to withdraw care and the patient passed away on (B)(6) 2022.